Event description:
Pt was status post CABG. Pt was located in the ICU in which physiological monitors were being used. Pt was observed to be unresponsive. No monitor alarms were sounding at the bedside monitor nor at the central station monitor.